Event description:
The user facility reported that an employee was repositioning their 4095 surgical table prior to a procedure when their fingers became caught between the end rail and the headboard on the dual articulating headrest assembly resulting in an injury (cut). The employee's fingers were released; it is unknown if medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and headrest. The technician found that the headrest had been damaged by user facility personnel when releasing the employee's fingers. The user facility will be provided a replacement unit. A steris account manager performed in-service training with user facility personnel on june 29, 2023 on the proper use and operation of the 4095 surgical table, including the headrest.